Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The device was self-booting from time to time due to a defective power supply board. Additionally, the plastic casing had some discoloration noted. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the olympus high definition lcd monitor was intermittently loosing its image during an endoscopic procedure. According to the initial reporter, the procedure was successfully completed using an auxiliary monitor, with no patient harm noted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. A correction to the date in d9 is being made. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is believed that the reported failure was caused by a faulty power unit. It is possible that the components of the power unit have fatigued since the manufactured date and that caused the failure. Olympus will continue to monitor the field performance of this device.